Manufacturer narrative:
The device was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was not confirmed. No root cause was determined. (B)(4).

Event description:
A distributor reported on behalf of the customer that a c2602 excel 36khz straight handpiece gave a vibration alarm when doing the amplitude test on (B)(6) 2019. The customer tried to rectify the problem by changing the tip but the problem persisted. Finally, they switched to another handpiece and the cusa unit was able to function. When onsite, the distributor tested and verified the alarm did occur during the amplitude test. They bypassed the amplitude test and ran the machine, that particular was not able to give full power. It only managed to give 10%. Additional information was received on 14feb2019 indicated that the patient was to undergo a laparascopic procedure to keep in view of an open liver resection. There was a 20-minute delay noted to get the equipment ready, however, there was no patient impact due to the delay. The procedure was completed using another handpiece.

Manufacturer narrative:
Additional information: d10, g2, g4, g7, h2, h3, h4, h6, h10. Device identifier: (B)(4). Product identifier:(B)(4). The device was returned to tullamore where the root cause and the reported failure of 10% amplitude was confirmed. The device history record (DHR) documentation showed no anomalies that could be associated with the complaint. The root cause was due to transducer delamination